Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a right foot, planter plate fixation procedure, the surgical resident prepped the surgical site using a 2.5 drill and ar-7521, (suture tape) the resident was using the ar-1530p-cp, (lot #10298681) forefoot ib implant system to implant the 3 x 8 peek tenodesis screw. The screw was seated properly. Upon removal of the driver it was noticed that the tip of the driver had broken off and was left in the screw. The surgeon tried to remove the driver tip using k-wire and a drill however, the surgeon was not successful in retrieving the driver tip from the screw leaving the tip inside the patient. The surgeon was satisfied that the 3 x 8 peek tendonsis screw was secure. The surgical resident completed the procedure with no additional issues. The rep stated there were pictures confirming the driver tip was in the screw.